Manufacturer narrative:
Additional information has been requested from the practice. The device is expected to be returned following communication with the practice on (B)(6) 2018. Following device evaluation activities, a supplemental medwatch form will be filed.

Event description:
On (B)(6) 2018, ulthera, inc., merz device innovation center became aware via email of a patient who was experiencing "keloid scarring" at "entry points" following a cellfina treatment performed on (B)(6) 2018.

Manufacturer narrative:
An evaluation of the returned cellfina motor module was performed. A visual inspection found that the cellfina motor module did not show any sign of abuse, wear, tear, or tampering. A functional evaluation of the device was performed and found the motor module operated as intended with no issues found. An evaluation of the complaint history for this device found there has not been any other reported complaint record associated with this cm-1 motor module. An evaluation of the original device history record found that this motor module was subject to one deviation; however, this deviation was related to a box label and would not have contributed to the reported issue. A service history review was not performed as cellfina motor modules are not serviceable devices. The cellfina disposable kit associated with this event was discarded by the customer; therefore, an evaluation of this device was not performed. The lot number of this cellfina disposable kit was not provided by the facility. A review of the reported issue "scar (major) keloid" complaint trend analyses found that a trend for this condition has not been identified and will continue to be monitored. The investigation found no evidence the merz/ulthera devices involved with this event malfunctioned, and it is not confirmed whether a merz/ulthera device caused or contributed to the event. However, the reported condition was deemed potentially permanent so a decision to file was made. No additional information is available at this time. If additional information becomes available, as supplemental report will be submitted.